Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer's blood glucose (bg) level was 336 mg/dl. The customer was able to clear the alarm and delivered a correction bolus to stabilize bg level.